Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00176 on august 01, 2017. 08/18/2017 additional information: the requested information required to investigate this incident was not made available to siemens. Therefore, an investigation could not be performed. The patient samples are not available for further testing and investigation. The cause for the discordant toxoplasma g (toxo g) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2017-00168 supplemental report 1, MDR 1219913-2017-00174 supplemental report 1 and MDR 1219913-2017-00175 supplemental report 1 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00176 on august 01, 2017. Siemens filed the MDR 1219913-2017-00176 supplemental report 1 on august 29, 2017. 09/04/2017 additional information: the customer tested 4,377 negative samples with lot 220 so even if the fourth sample was tested with lot 220 the customer's specificity would be 99.93%. The customer tested 4,232 negative samples with lot 221 so even if the fourth sample was tested with lot 221 the customer's specificity would be 99.95%. The relative specificity results from the 3 studies in the advia centaur xpt toxoplasma g instructions for use (IFU) (10629904 revision aa) range from 99.3% - 99.8% the customer treated the samples with heterophilic blocking tube (hbt). The results were lower but not negative. As stated in the limitations of procedure section of the hbt IFU, there may be some samples with extremely strong heterophilic interference. In such cases the hbt may not be able to block all of the assay interference. This may explain why the values did not decrease all the way to negative. The patient samples are not available for further testing and investigation. The cause for the discordant toxoplasma g (toxo g) results is unknown. It is possible heterophilic interference is causing the elevated results. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2017-00168 supplemental report 2, MDR 1219913-2017-00174 supplemental report 2 and MDR 1219913-2017-00175 supplemental report 2 were filed for the same event.

Manufacturer narrative:
The cause for the discordant toxoplasma g (toxo g) results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2017-00168, 1219913-2017-00174 and 1219913-2017-00175 were filed for the same event.

Event description:
A false positive advia centaur xpt toxoplasma g (toxo g) result was obtained on a patient sample. The patient sample was run on an alternate method and the result was negative. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.